Manufacturer narrative:
(B)(4). The event occurred in: (B)(6)

Event description:
The customer complained of a questionable elecsys total psa immunoassay (tpsa) result for 1 patient sample and a questionable elecsys ca 19-9 immunoassay (ca 19-9) result for 1 patient sample. Testing was performed on a cobas e 411 immunoassay analyzer. Patient 1 initial ca 19-9 was 12 u/ml with a repeat result of 2500 u/ml patient 2 initial tpsa was 0.01 ng/ml. The sample was repeated twice with results of 16.5 ng/ml and 16.5 ng/ml the customer also mentioned observing earlier similar situations. The customer gave an example for elecsys tsh assay where the initial result was very low, for example <0.01, while the repeat result was in the reference range. No further specific details or results were provided. The erroneous results were not released outside of the laboratory. There was no allegation of an adverse event. The ca 19-9 reagent lot was 293407 with an expiration date of 06/30/2019. The tpsa reagent lot was 291528 with an expiration date of 03/31/2019. The investigation is currently ongoing.

Manufacturer narrative:
The measuring cell was exchanged. Following the exchange of the measuring cell, there have been no similar issues.

Manufacturer narrative:
Precision testing was performed with acceptable results.

Manufacturer narrative:
The field engineering specialist cleaned the water filter, performed adjustment of the sample reagent probe and replaced pinch valve tubing. He ran performance and precision testing and the results were acceptable. The temperature in the laboratory is acceptable and is within 20-25 degrees.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.